Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported to his/her physicians office after receiving multiple shocks. Attempts to interrogate the ICD were unsuccessful. The device did not provide tones with magnet application.